Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (B)(6) - (B)(4). It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with a restricted anterior leaflet. A triclip xtw was inserted and advanced into to the right ventricle (rv) per the instructions for use (IFU). However, it was observed that a gripper became caught in chordae. Troubleshooting was performed; the clip was freed. However, chordal rupture of the anterior leaflet was observed, and the gripper remained in a lowered position. It was noted that a gripper line break was suspected. The clip was then removed and replaced. One clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.